Event description:
The pt had a bovine collagen skin test administered on 26 jul 2000. Pt was seen in the physician's office on 16 aug 2000 and there was no response at the test site. The pt was seen again on 15 sep 2000 and the test site was raised and red. The pt came to see the physician again on 19 sep 2000 and the physician felt the test site had developed into an abscess. He attempted a needle aspiration but was unable to express anything from the lesion. No other treatment is planned at this time.